Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 468-469 mg/dl due to the cartridge connection disconnecting. A correction bolus was delivered and a supply change was performed to address the issue.